Event description:
It was reported a revision surgery in which tibial was loose due to previous infection. It was revised to a legion revision.

Manufacturer narrative:
The associated genesis ii np tibial baseplate was not returned for evaluation. Our investigation including a clinical evaluation noted that no relevant documentation was provided; therefore a thorough medical investigation could not be performed. However, it was reported that the tibial component loosened due to a prior infection. The patient impact beyond the revision, probable antibiotic therapy, and an expected post-op rehabilitation period cannot be determined. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.